Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a low tidal volume error, all parameters cannot be measured. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The air flow sensor was fault. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. The investigation concludes that no further action is required at this time.